Manufacturer narrative:
A device history record review could not be performed as the lot number was unknown. Since no samples were available, we could not determine a failure mode or definitive root cause. The plant¿s quality system mandates suitable in-process controls to measure seal integrity of representative samples. Forty samples were pulled during production of each of these lots and tested at predetermined locations to best gauge the seal integrity by pull test and functional leak testing. All samples pulled from these lots met the predetermined criteria before they were released. A corrective action will not be initiated at this time since no samples were provided and the information is not sufficient to identify a root cause. We will continue to monitor the complaints for this issue.

Event description:
Based on information from the customer, on (B)(6)2017 about 2:40 pm, a lab clerk sustained an exposure from the porta sample cold pack. The cold pack was placed in a biohazard bag with specimen during transport, however upon receipt the bag was leaking the ammonium nitrate in the biohazard bag. When she went to open the bag to get the specimen, the ammonium nitrate splashed into her right eye. She immediately rinsed and reported to the emergency center for treatment.